Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2025 and suture was used. It was reported that the suture broke when sewing in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Investigation summary ==> the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture piece attached to a sticker were received for analysis. The product code is w9918. Additionally, one photo was provided, and it showed the same condition of the sample received. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. On the suture piece, it was observed that the strand had begun with a degradation process. The foil was visually inspected, and no anomalies were observed during the evaluation. As per the condition of the returned samples no conclusion could be reached in how this issue can be happened. The product code w9918 contains an absorbable suture. As the samples were received open, the time of exposure to the environment could not be determined and the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.